Event description:
It was reported that the home patient (hp) experienced chemical peritonitis coincident with peritoneal dialysis (pd) therapy manifested by cloudy effluent. The cause of peritonitis was not reported. At the time when extraneal therapy was discontinued and the peritonitis event was resolved. However, when the extraneal therapy was introduced again, the cloudy effluent reappeared. The patient was treated with unspecified antibiotics and the extraneal therapy was discontinued. At the time of this report, the patient was recovered from peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted.(B)(4).